Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing and had no capture. The lead was programmed off and remains in the patient. No new lead was implanted. No patient complications have been reported as a result of this event.